Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was still incontinent, therefore, it was decided to add another cuff to the system. An artificial urinary sphincter (aus) revision surgery was performed to remove the existing cuff and place two new cuffs. During the procedure, it was noticed that the balloon was not filled and the physician could not figure out exactly what was wrong with it but it was decided it was best to remove it and replace it with a new balloon. After surgery, the patient condition was good.